Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set tubing split during a computed tomography scan contrast injection with a psi of 4ml per second. There was no patient injury or medical intervention associated with this event. No additional information is available.